Event description:
It was reported that the right ventricular lead had one measurement of low impedance and triggered a lead warning. The impedance had been around 600 ohms and returned after the one low measurement; there was no oversensing or threshold changes either. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2013 (B)(6); 4194 implantable pacing lead 2013 (B)(6). (B)(4).